Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: the CT shows status after several surgeries of the leg, including a total knee replacement and a periprosthetic fracture stabilized with a distal femoral plate and screws. The tibial component of the tar looks to be in order, without sign of loosening or material failure. The pe-liner could not be assessed. The talar component has sunk anteriorly into the talar bone and has angulated. There is some screws and a small plate in its vicinity. The most likely reason for revision seems to be migration of the talar component due to poor bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.